Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic knee surgery the suture tore near the chinese finger trap. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation¿that the sutures tore¿is confirmed. Due to device contamination, only a visual evaluation was performed. Photographic evidence provided for device ar-1588tn-3, batch number 15394985, showed that the suture system was damaged, torn, and frayed. Based on the available information¿which may include the returned device (if applicable), photographs, videos, event descriptions, and any additional field data¿arthrex determined the most probable cause of the reported issue. The most likely root cause is attributed to user error, specifically the application of excessive force during suture passing, tightening, or tensioning.